Event description:
On 8/28/97, the MFR rec'd report 100052-1998-00025 from the facility that states the following: the device catheter broke off and migrated to the right atrium. 10cm of the catheter was removed in the cath lab. The device and remainder of the catheter was removed in the or. No further details were provided at this time.